Event description:
It is reported that in 2004, while reaming a humerus, the flexible reamer broke apart in the pt. The surgeon had to open the incision and fracture site to get out the broken pieces.